Event description:
Rptr states, "doctor, could not get tibial insert to snap on baseplate." There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. A DHR review for this lot of inserts found that no discrepancies were reported during manufacture. Add'l manufacture narrative: section h4: mfg. Date=03/97